Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient felt palpitations and later presented to the emergency room due to palpitations and a right ventricular pacing rate of 150 paces per minute with the device being programmed to vvir 60 to 150 pace per minute. The patient was transferred and multiple episodes of rapid pacing was noted on the monitor. Interrogation of the device confirmed sensor driven pacing to the maximum rate with almost no exertion. The minute ventilation (mv) sensor was re-calibrated but the pacing rate remained high with minimal exertion. The mv was once again re-calibrated, which showed a decrease in the pacing rate during hall walking and minimal rate change with overhead arm movement. Technical services (ts) noted that the inappropriate mv rate drive observed may be due to the mv sensor using the right atrial lead. Ts further discussed looking at the mv raw and mv filtered electrocardiogram signals and how they are impacted by arm motion when the mv sensor was programed to run on the right ventricular lead versus the right atrial lead. The field representative noted that the mv was reprogrammed from auto to the right ventricle to resolve the issue, as well as decreasing the rate response. The device remains implanted. No adverse patient effects were reported.